Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a procedure, irrigation failure occurred and iop control did not activate. The patients intraocular pressure was observed by touch to be elevated. The iop display on the console was 80mmhg. The surgery was proceeded by stopping infusion and using aspiration only. The iop decreased appropriately, then infusion started again. The case was completed without patient harm.

Manufacturer narrative:
A company clinical analyst reviewed the event and stated the following: ¿a customer reported that irrigation failure occurred and intraocular pressure (iop) control didn't activate during surgery. The surgeon felt that the instrument seemed to be pushed back during the peripheral portion of the case. The surgeon touched the patient's eye with a finger, and iop was obviously high. The iop displayed on the console was 80mmhg (millimeters of mercury). The surgery was completed by stopping the infusion and using aspiration only. When the iop decreased appropriately, the surgeon began the infusion again. The surgery was performed and completed without product replacement. The involved eye and the patient identifier are not available. Additional, related information was requested but not obtained. Transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Most vitreoretinal surgeons have been trained during their fellowship to recognize and mitigate intraoperative hypotony by adjustment of the infusion pressure and vacuum level via the console footswitch. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 11, 2014. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The manufacturer internal reference number is: (B)(4).